Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes premature battery depletion and that an ECG showed a loss of sensing spikes without capture.~~~~~~~~